Manufacturer narrative:
Expiration date 05/2020. Manufacturing date 05/2015. A returned product sample was returned for evaluation. The product sample was received in an opened preprinted blister pack. An analysis of the returned sample showed that it met specification as the product passed the relevant tests and the connector and tube dimensions were found to be within the established specifications. In-order to prevent the loose connector, the insertion depth of the connector should be a minimum of 5mm from patient end. The attachment of the 15mm connector should be firmly attached into the et tube to prevent any disconnection from the ventilator. IFU clearly states: "it is not recommended to cut endotracheal (et) tubes. Unomedical manufactures a variety of et tubes in different sizes for varying patient needs. If the et tube if cut, this is at the healthcare professional's discretion and own clinical judgement. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 03/2020. Manufacturing date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the 3.0mm endotracheal tube had a "defect on proximal end of tube - unable to detach." It is unknown if the product was used on a patient. No further details have been provided.